Event description:
It was reported through a remote transmission, a patient received inappropriate therapy during svt, and svt episodes were incorrectly diagnosed as vt because of the programmed parameters. Programming changes were recommended.